Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The feedback suggests that a leakage was identified during an infusion of insulin and that the patient¿s blood sugar increased. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.